Event description:
Additional information was requested on 7/6/2011, 9/7/2011, 9/13/2011 and 9/21/2011 and to date, no more information has been received.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4):pre-op diagnosis chronic bowel obstruction; quality of tissue thick; (B)(4); current status-client alive and well still with colostomy, no notes to state if permanent or plan of reversal.

Event description:
It was reported that the device was used during a low anterior resection. The stapler cut but it did not staple and did not create the anastomosis. The patient was sutured and given a colostomy. Unknown at this time if it will be temporary or permanent. Red line in the window and then the actual one that closes the device. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Account will not release device additional information: was the procedure done open/laparoscopic? Open. What device was used for the proximal and distal transaction? Cdh25. What color reload? Na. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Hand tied. How was the purse string placed, by hand or with an assist device? Hand. Was the spike of the trocar inserted lateral or through the staple line? Unk. What confirmation did the surgeon receive that the anvil was firmly attached? Both. When the device was fired, where was the indicator within the green zone/gap setting scale? Unk. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Heard crunch. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? Device cut but did not staple. Did the operation change significantly as a result of the device issue? Yes. What is the patient's age and sex? M, age unk. Did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.